Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the emergency room physician was looking for guidance on how to remove the capsule from the patient who was currently in the emergency room complaining of severe pain from the capsule and was requesting the physician to remove it. Relevant information was provided to the physician via phone call.